Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), vaginal infection ("vaginal infections") with vaginal discharge, headache ("headaches"), rash ("rashes") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (surgery to remove the essure device). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, vaginal infection, headache, rash and procedural pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, abdominal pain lower, vaginal infection, headache, rash and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe abdominal pain and heavy bleeding (interpreted as genital bleeding). She underwent surgery to remove essure. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), vaginal infection ("vaginal infections") with vaginal discharge, headache ("headaches"), rash ("rash/skin condition: rashes"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs."), bladder disorder ("urinary probs."), vaginal discharge ("vag. Discharge"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract disorder, bladder disorder and vaginal discharge had resolved and the genital haemorrhage, abdominal pain lower, vaginal infection, headache, rash, procedural pain, allergy to metals, psychological trauma, migraine, weight increased, nausea and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, procedural pain, psychological trauma, rash, urinary tract disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Received treatment for pelvic pain, dysmenorrhea , dyspareunia, menorrhagia , rash/skin condition, nickel allergy, psych injury, urinary probs., probs.,bladder probs., vag. Discharge, migraine, weight gain, nausea, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion.. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. New events added: pelvic pain, dysmenorrhea , dyspareunia, menorrhagia , rash/skin condition, nickel allergy, psych injury, urinary probs., probs., bladder probs., vag. Discharge, migraine, weight gain, nausea, hormonal changes. Outcome of the events pelvic pain, dysmenorrhea , dyspareunia, menorrhagia, urinary probs., bladder probs., vag. Discharge were updated to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe abdominal pain and heavy bleeding (interpreted as genital bleeding). She underwent surgery to remove essure. These events are anticipated in the reference safety information for essure. Abdominal pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported events and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Non-serious events were also reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and salpingitis ('chronic salpingitis') in a 29-year-old female patient who had essure (batch no. 1302261-inv,b02261,b61390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, vaginal bleeding, diabetes mellitus, flank pain, back pain, eczema, metrorrhagia, blood pressure high, bronchitis, scabies, asthma aggravated, vaginal discharge, skin eruption, mental disorder and depressive disorder. Previously administered products included for an unreported indication: birth control pill. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced rash ("rash/skin condition: rashes/rash on abdomen"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infections") with vaginal discharge, headache ("headaches") and migraine ("migraine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs."), bladder disorder ("urinary probs."), vaginal discharge ("vag. Discharge"), nausea ("nausea") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with insulin, lisinopril, metformin and surgery (hyst. (Full), bilateral, salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, headache, rash, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract disorder, bladder disorder, vaginal discharge and vulvovaginal pain had resolved, the salpingitis, genital haemorrhage, abdominal pain lower, vaginal infection, procedural pain, psychological trauma, migraine, weight increased, nausea, hormone level abnormal and vaginal haemorrhage outcome was unknown and the allergy to metals was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, procedural pain, psychological trauma, rash, salpingitis, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Received treatment for pelvic pain, dysmenorrhea , dyspareunia, menorrhagia , rash/skin condition, nickel allergy, psych injury, urinary probs., probs.,bladder probs., vag. Discharge, migraine, weight gain, nausea, hormonal changes. 6 coils were visible on the left; 4 coils were visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the essure devices are visualized and appropriate position bilaterally. Imaging procedure - on an unknown date: bilateral occlusion. Additional lot number - log236124. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, vaginal bleeding, diabetes mellitus, left flank pain, back pain, eczema, metrorrhagia, concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhea, menorrhagia, allergy to metals lot number reported (1302261) is not valid. Most recent follow-up information incorporated above includes: on 13-feb-2020: update of information (batch is not valid). Fup 5 & fup 6 processed together. On 7-feb-2020: mr received : medical history added. Fup 5 & fup 6 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and salpingitis ('chronic salpingitis') in a 29-year-old female patient who had essure (batch no. 1302261-inv,b02261,b61390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, vaginal bleeding, diabetes mellitus, flank pain, back pain, eczema, metrorrhagia, blood pressure high, bronchitis, scabies, asthma aggravated, vaginal discharge, skin eruption, mental disorder and depressive disorder. Previously administered products included for an unreported indication: birth control pill. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced rash ("rash/skin condition: rashes/rash on abdomen"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal infection ("vaginal infections") with vaginal discharge, headache ("headaches") and migraine ("migraine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs."), bladder disorder ("urinary probs."), vaginal discharge ("vag. Discharge"), nausea ("nausea") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with insulin, lisinopril, metformin and surgery (hyst. (Full), bilateral, salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, headache, rash, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract disorder, bladder disorder, vaginal discharge and vulvovaginal pain had resolved, the salpingitis, genital haemorrhage, abdominal pain lower, vaginal infection, procedural pain, psychological trauma, migraine, weight increased, nausea, hormone level abnormal and vaginal haemorrhage outcome was unknown and the allergy to metals was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, procedural pain, psychological trauma, rash, salpingitis, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Received treatment for pelvic pain, dysmenorrhea , dyspareunia, menorrhagia , rash/skin condition, nickel allergy, psych injury, urinary probs., probs.,bladder probs., vag. Discharge, migraine, weight gain, nausea, hormonal changes. 6 coils were visible on the left; 4 coils were visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the essure devices are visualized and appropriate position bilaterally. Imaging procedure - on an unknown date: bilateral occlusion.. Additional lot number - log236124. Lot number reported (1302261) is not valid. Lot number 1302261 is not valid. Lot number: b02261 manufacture date: 2013-02 expiration date: 2016-02. Lot number: b61390 manufacture date: 2013-08 expiration date: 2016-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and salpingitis ('chronic salpingitis') in a 29-year-old female patient who had essure (batch no. B02261,b61390,1302261) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, vaginal bleeding, diabetes mellitus, flank pain, back pain, eczema, metrorrhagia and blood pressure high. Previously administered products included for an unreported indication: birth control pill. On(B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced rash ("rash/skin condition: rashes/rash on abdomen"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2014, the patient experienced vaginal infection ("vaginal infections") with vaginal discharge, headache ("headaches") and migraine ("migraine"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), urinary tract disorder ("urinary probs."), bladder disorder ("urinary probs."), vaginal discharge ("vag. Discharge"), nausea ("nausea") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with insulin, lisinopril, metformin and surgery (hyst. (Full), bilateral, salpingectomy). Essure was removed on(B)(6)2014. At the time of the report, the pelvic pain, abdominal pain, headache, rash, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract disorder, bladder disorder, vaginal discharge and vulvovaginal pain had resolved, the salpingitis, genital haemorrhage, abdominal pain lower, vaginal infection, procedural pain, psychological trauma, migraine, weight increased, nausea, hormone level abnormal and vaginal haemorrhage outcome was unknown and the allergy to metals was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, procedural pain, psychological trauma, rash, salpingitis, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Received treatment for pelvic pain, dysmenorrhea , dyspareunia, menorrhagia , rash/skin condition, nickel allergy, psych injury, urinary probs., probs.,bladder probs., vag. Discharge, migraine, weight gain, nausea, hormonal changes. 6 coils were visible on the left; 4 coils were visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: the essure devices are visualized and appropriate position bilaterally. Imaging procedure - on an unknown date: bilateral occlusion.. Additional lot number - log236124. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, vaginal bleeding, diabetes mellitus, left flank pain, back pain, eczema, metrorrhagia, concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhea, menorrhagia, allergy to metals quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-jan-2020: mr received. Lot number, reporter information, medical history and lab data added. Event of salpingitis added. On 24-jan-2020: pfs received. Lot number, reporter information added. Events: abnormal bleeding (vaginal), vaginal pain added. Outcome of the events updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.